Manufacturer narrative:
Product ID 8598a, serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 8711, lot# j11405r43, implanted: 2003 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient experienced poor pain control. A catheter issue occurred. It was specified that there was an inability to aspirate through the catheter access through the catheter access port (cap). The location of the catheter issue was unknown. A catheter revision was scheduled for 2015 (B)(6). As of 2015 (B)(6), the patient had not recovered and the symptoms/issue was ongoing. Information reported on 2015 (B)(6) indicated that the patient was scheduled for a catheter revision on 2015 (B)(6) and was currently rescheduled for an unknown date. The device system was used to deliver hydromorphone. At the time of the event, the patient was also taking ms contin, diazepam, effexor, tizanidine, and hydromorphone. If additional information is received, a follow-up report will be sent.